Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) investigated a discrepancy where cubie d3 was not appearing on the bus. It was found that the customer had previously removed and reinstalled cubie d3, which led to the system discrepancy. The fse advised the customer to have an administrative staff member remove the medication from the cubie and adjust the inventory in the system to clear the error. The fse also tested the unit to ensure there were no additional hardware issues. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer was jammed upon withdrawal and unable to return the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer was jammed upon withdrawal and unable to return the medications. There were no adverse events or injuries reported based on this event.